Event description:
The customer reported that the cannula did not properly insert at the infusion site. The customer's blood glucose level reached 492 mg/dl before the pod was deactivated.

Manufacturer narrative:
The device was not returned for eval. The customer reported that the cannula was not properly inserted at the infusion site. This condition could interrupt insulin delivery and contribute to hyperglycemia. Lot qualification records were reviewed and the product lot met all acceptance criteria.